Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported rupture. This relates to the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.3, b.5, d.1, d.2, d.4, g.4, h.3, h.6 given the new device information, this device is not PMA-approved for marketing in the united states. It is therefore no longer reportable to FDA.

Event description:
Medical staff reported rupture. This relates to the right side. Device has been explanted and replaced with a non - allergan device.